Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 63 mg/dl that lasted more than 90 minutes. The event was corrected with juice and bread. The patient reported feeling tired but did not require outside assistance or medical intervention. No hospitalization occurred and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.